Manufacturer narrative:
Investigation: a visual inspection revealed that the jaws were burnt. The tip of the cold jaw silicon had detached and was not rec'd. The missing part of the jaw boot is about .5 cm long and 0.25 cm wide. There was some evidence of blood. Based upon the rec'd condition of the device, the reported complaint "silicon jaw boot broke off" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a piece of the vasoview hemopro silicon jaw boot broke off. The pa attempted to remove it, but could not retrieve it. An x-ray was performed to located the piece. The same device was used to complete the procedure, to harvest the other leg, as only a small piece of the tip had detached. There were no pt effects. The product was returned.